Event description:
It was reported that this pacemaker system recorded several ventricular tachycardia (vt) episodes. The patient had recently been discharged from the hospital and sent a remote transmission. The caller expressed concern about pacing observed during the vt episodes. Technical services (ts) reviewed episodes and confirmed that they appeared consistent with vt. The pacing noted during the episodes was attributed to undersensing, as the device is programmed to fixed sensitivity with the right ventricular (rv) lead sensitivity set at 2.5 mv. Ts explained that this behavior is expected under these settings. No adverse patient effects were reported. The right ventricular (rv) lead remains in service.